Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's mother that the patients blood glucose (bg) raised to 560 mg/dl and the patient also had large ketones. The patient's mother stated they gave the patient a humalog manual injection of 5 units at about 2:30 am. The patient started throwing up, so they were concerned the patient would not be able to flush the ketones if they was throwing up allot of water. Patient was taken to the emergency room. The patient was put on intravenous therapy with fluids and the patient had their blood drawn for lab testing. There was no specific diagnosis. The patient was told they had high blood glucose levels and large amounts of ketones.